Event description:
The customer has observed false positive results on one patient sample for the toxoplasma igg assay on an immulite 2000 instrument when using reagent lot 392. The patient sample was tested initially on an immulite 2000 instrument on (B)(6) 2013. The sample was then centrifuged and repeated twice on the same immulite 2000 instrument and the result was positive. The patient sample was then run on an alternate platform where the result was negative. The sample was then tested again on (B)(6) 2013 and the result was positive. None of the results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant toxoplasma igg results.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the patient data. Gps contacted the customer site and requested the patient sample if available to be sent to siemens healthcare diagnostics for further investigation. The cause of the false positive toxoplasma igg results on the patient sample is unknown. Siemens is investigating the issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00564 was filed on november 25, 2013. Additional information (1/28/2014): the falsely positive sample was sent to siemens healthcare diagnostics for further evaluation and testing. The sample was tested by siemens technical operations and resulted positive on three different reagent lots on the immulite 2000 instrument. This confirmed what the customer obtained on this sample. The sample was also tested on an alternate platform and result was negative similar to what the customer observed. Siemens global product support (gps) reviewed the main database from the customer site. Based on the review, it was noted that the customer had run approximately 1,848 toxoplasma igg samples from august of 2013 to october of 2013. Of these samples 20 were falsely positive. This is an approximate specificity of 98.9% which is in agreement with siemens claim of 99% as stated in the instructions for use (IFU) for the toxoplasma igg assay on the immulite 2000 instrument. The analysis of the data has been provided to the customer. The system is performing according to specifications. No further evaluation of this device is required.